Event description:
Customer called for help using their glucose meter. Initial troubleshooting "should that the calibration check strip was out". The device was replaced and the defective one was returned for further investigation.